Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the half of wake button became detached from the pump and it was difficult to press and/or required multiple presses to turn on pump screen. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.